Event description:
A report was received that the patient was experiencing pain and stinging sensation at the ipg site. These symptoms were worse when the stimulation was turned on. Additionally, the location of the implant was constantly irritated by the clothing. The patient underwent a revision procedure wherein the ipg was relocated.